Event description:
The device was implanted via l-p shunt to the patient (B)(6) with suspected inph on (B)(6) 2014. The initial setting pressure was 80mmh2o. In (B)(6) 2015, the patient¿s gait disorder was getting worse. The surgeon tried to change the setting pressure, but it could not be changed by the programmer and even by neodymium. The surgeon suspects the occlusion of the valve through contrast radiography and plans to replace the device via v-p shunt on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 60mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted, no defects were note. The valve was irrigated with purified water; no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was tested for programming. The valve failed the test, the cam mechanism did not move during the programming process. The siphon guard was removed. The valve was then pressure tested at 60mmh2o, failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve product code ns9008, with lot crlckh, conformed to the specifications when released to stock on the 30th october 2014. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.